Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unreadable after the pump was dropped. Reportedly, half of the screen was completely black, without any graphics or text. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method in insulin therapy.